Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse of peritonitis. The patient experienced peritonitis on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012. The nurse reportd that the cause of peritonitis was due to a history or (B)(6) in the blood. The patient was recovering. According to the nurse this event was related to the pd solutions the patient was on. No further information was received.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h12a19012 with no defects noted during the manufacture of the lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.